Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call for high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Customer¿s mother states customer had changed the set before going to bed. She woke up the next morning and checked her blood glucose at school and they were at 500 m/dl. The customer changed the set and treated with her pen. Customer¿s mother stated that the next morning the blood glucose were at 400 mg/dl. Customer¿s mother called the hcp who advised them to change the set again. Customer¿s mother noticed the cannula was bent on the 1st set that was pulled out. Troubleshoot was completed. The insulin pump will not be returned for analysis.